Manufacturer narrative:
Response to device evaluated by MFR device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. Technical operations did not reproduce false negative during the investigation. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.

Event description:
Customer reports wife and daughter received false negative results when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document one of the false negative results for the daughter. See related cases for alternate false negative results. Individual received a false negative result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use cartridge sn (B)(4), lot 24156j, reader sn (B)(4). Individual tested positive with a sars-cov-2 pcr test on (B)(6) 2022.